Event description:
It was reported that the lead had high impedance, oversensing, and high thresholds. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. We received performance data collected from the device. Analysis of that data revealed noise, and high ventricular impedance of 736-1248. Evaluation summary: (B) (4) proximal conductor fractured; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. We did received performance data collected from the device. Analysis of that data revealed noise, and high ventricular impedance of 736-1248. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported that the lead had high impedance, oversensing, and high thresholds. The lead was explanted and replaced. There were no patient complications reported as a result of this event. Additional information received indicated a (B) (6) alleged the patient "was implanted with a [lead wire system], and suffered physical and other injury as a result of the recalled lead." It was further alleged that the [patient] "experienced inappropriate and/or excessive shocking, fracture or other injury" and "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish."